Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of a high blood glucose of 382 mg/dl at the time of the incident. It was also stated that it went to 438 mg/dl. Customer declined to troubleshoot for high readings however it was done on the infusion set for possible leaks. The product was not returned for analysis.